Manufacturer narrative:
The hill-rom service tech (third party service company that services our rental units) evaluated the rental unit and was units) evaluated the rental unit and was unable to reproduce the reported failure of the audible alarm to sound. Thus, no root cause was determined. The service tech did find that the battery cover was missing, but all of the other parts that were reported missing were contained in the accessories bag attached to the unit. Additionally, unrelated to the reported events, he also found that the power cord retainer is broken. Hill-rom was shipped the replacement components on replacement sales order to repair this unit and return it to the rental pool.

Event description:
Customer reports that newly delivered 3100a was rec'd with missing parts and the audible alarm not working (wires to fan possibly not connected). Replacement vent will be sent and hill-rom biomed to evaluate.